Event description:
According to the available information, with the irrigation catheters the luer lock connection appears to be leaking, as the catheters have repeatedly come loose. This situation has occurred several times.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.